Manufacturer narrative:
Evaluation of the returned 3maxc confirmed stretching and a fracture on the distal shaft. If the device is forcefully retracted against resistance, the device will likely become stretched. If the device continues to be retracted against resistance, the device may become fractured. Further evaluation revealed kinks distal to the stretched region. The root cause of this damage could not be determined. However, the cause of this damage may have contributed to resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (benchmark max), a non-penumbra sheath, another reperfusion catheter and a guidewire. During the procedure, after advancing the reperfusion catheter along with the 3maxc to the face of the clot, the physician decided to retract the 3maxc in order to connect the reperfusion catheter to aspiration. While retracting, the physician encountered some resistance and noticed that the distal end of the 3maxc was stretched. Subsequently, under fluoroscopy, the tip of 3maxc was seen in the left mca. The physician then retrieved the tip by using a penumbra system 3d revascularization device (psr3d). The procedure was completed using a new 3maxc, the same sheath, the same guide catheter, and the same reperfusion catheter and the clot was removed.